Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Patient exact weight reported as (B)(6). Event date: unknown. Additional product code: nkg. Manufacturing site: (B)(4). Manufacturing date: february 04, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an occipital cervical fusion from the occiput to c3 on (B)(6) 2015. On a unknown date a CT scan was performed and showed the "tulip" on both sides of the of a titanium occipital plate was broken. The revision surgery was performed on (B)(6) 2016, the titanium occipital plate, screws in plate and titanium axon locking screws were replaced. The rods and implants in c1, c2 and c3 remained in patient as part of revised construct, there was no surgical delay and the surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (Correction to verbiage previously reported): the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.